Event description:
It was reported that during a replacement procedure there was a high impedance issue. Electrodes 4-7 tested as 10,000 during the procedure at 0.7 ma and 20,000 at 1.4 ma impedance testing. The doctor cleaned the lead 3 times and still had the same result. Post operatively the patient¿s impedance value was 4000 at the same electrodes. The patient was programmed on only electrodes 0-3 with good coverage of pain targets. No patient symptoms reported. A manufacturing representative (rep) was going to follow up with the patient at the post-operative appointment. The appointment was rescheduled to (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708340aa, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3708340aa, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3487a-33, lot# v007634, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
Additional information received reported that a manufacturing representative (rep) attended the patient¿s appointment on (B)(6) 2015. The rep performed an electrode impedance test and the high impedances did not resolve and the cause of the impedance issue was not determined. The patient had good coverage with one lead and was happy with her coverage. They did not program on the lead that was out of range. The patient was doing well and she was pleased with her stimulator coverage.